Event description:
It was reported that device break occurred. A 4.00 x 38 mm promus premier drug eluting stent was selected for use. It was noted that the shaft broke during insertion. The procedure was successfully completed using an alternative device. No patient complications were reported.